Manufacturer narrative:
(B)(4) for the problem of needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after deployment of the first leg of the mesh into the left sacrospinous ligament of the patient, the dart detached cleanly from the suture and was left in the patient's tissue. The procedure was completed with another uphold¿ lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.